Manufacturer narrative:
Evaluation in progress, but no conclusions have been drawn.

Event description:
The user reported that during cardiopulmonary bypass, the pump stopped operating. Pressing the "start" button of the pump restored normal function. There was no adverse consequence to the pt as a result of this event.